Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an obstruction of flow, the rpm was at the maximum and the flow was 1.5 liters. The pump was noticed to be discolored, almost a burnt appearance. *50cc of blood loss. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection was performed on the returned sample, that there was slight discoloration on the magnets, but no other anomalies were noted. The returned sample was circulated at 2000 and 3000 rpm's while varying backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. There were no anomalies with the component's functionality. The flow rates were compared to the IFU flow rate graph and were comparable and approximately the same. Retention sample (B)(6) was circulated at 2000 and 3000 rpm's while varying backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. There were no anomalies with the component's functionality. The flow rates were compared to the IFU flow rate graph and were comparable and approximately the same. The results from the retention sample were comparable to the returned sample. There were no flow issues noted with the returned sample or retention sample. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 27, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.